Event description:
Customer reported they were questioning contamination on their sars-cov-2 tma runs. Hologic technical support (ts) reviewed wl (B)(4) using assay lot 318311 on panther plus instrument (B)(6) as part of a general log review to identify any potential contamination. The wl in question had 1 positive out of 15 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noticed the one positive sample in the wl was low, but the negative samples had rlus in the high 200s. Ts found no reagent preparation or hardware issues, therefore no signs of contamination for this run. Ts relayed these findings to customer. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.